Manufacturer narrative:
The device is currently undergoing analysis. When additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that this device and lead displayed noise, oversensing and pacing inhibition with no resulting asystole for the patient. The physician suspected either a header issue or lead fracture to have occurred. The patient was seen for a revision procedure where the device was explanted and the pace/sense portion of the lead was surgically abandoned. There were no additional adverse patient effects reported. The device has been returned for analysis.